Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the doctor fired on the arteria renalis, bleeding occurred. When the device was released, it was found that the staple could not be raised from the middle part of the half side staple line. It occurred sample side at the first firing. Additional suture was performed. There were no adverse consequences to the patient. The device was discarded.